Event description:
Caller alleged discrepant result with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 3.1, lab: 5.5. Pt's therapeutic range is unk. Caller reported discrepancies on behalf of the nurse. Caller did not perform the test and had limited information on the pt, technique, and the lot numbers.

Manufacturer narrative:
Investigation pending.